Manufacturer narrative:
Product analysis conclusion: the reported inaccurate distal delivery of the devices and right renal artery occlusion was confirmed on the films provided; however the cause of the event could not be determined. Lack of additional angiograms showing the implantation of the final stent graft and subsequent distal movement of the device was not provided for review. It is possible that placement of the device across the acutely angulated thoracic and lack of radial strength of the stent grafts may have contributed to the inaccurate placement. It is also possible that there was forward pressure on the delivery system that was not sufficiently relieved prior to tip release which could lead to the unintended distal displacement. The delivery system was not returned and a product investigation could not be performed. Other unknown anatomical, procedural, or a possible device issues cannot be ruled out as a potential cause. B:5 additional information received; it was confirmed it was the stent graft vnmc3434c90te that occluded the right renal artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: v nmc3434c90te, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4); product ID: vnmc3434c90te, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion freeflo stents grafts were implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported that during the index procedure, the first valiant navion stent graft tapered (vnmf3731c173te) was implanted on the proximal and a second valiant navion covered seal (vnmc3434c90te) was also implanted. It was stated that after ballooning only in the overlapping area, the physician decided to implant another valiant navion covered seal (vnmc3434c90te) as there were still 2-3 mm before the previously decided landing zone. It was reported that during the second overlapped ballooning, the physician noticed that the first stent graft (vnmf3731c173te) was dislocated 4 cm distally and the two valiant navion covered seal (vnmc3434c90te) had also dislocated distally, covering the tripod and the right renal artery. A non-medtronic stent graft was implanted on the proximal region, as it was previously planned and the procedure was completed. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.